Event description:
Patient reported right side lump and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, as unidentified (tear) opening (shell thickness was within specification). Lump/nodule: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
A patient reported, right side lump and rupture. The device has been explanted and replaced with a non-allergan device.